Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-jun-2022 to 06- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station displayed an error message on screen and all the drawers were in failed state. The affected station was replaced by another station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system failed and displayed an error "pyxis locked" during procedures. Customer added that the medication was retrieved from the device, after the drawers were recovered. No other information was released regarding this event. Customer confirmed that there was a delay in patient care, but no adverse events caused by the malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system failed and displayed an error "pyxis locked" during procedures. Customer added that the medication was retrieved from the device, after the drawers were recovered. No other information was released regarding this event. Customer confirmed that there was a delay in patient care, but no adverse events caused by the malfunction.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station displayed an error message on screen and all the drawers were in failed state. The affected station was replaced by another station to resolve the issue.